Event description:
It was reported that a smiths medical pump was under infusing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and ran accuracy testing were performed. The customer reported "fails accuracy" problem was not duplicated. The investigation test results showed -3.94%, -4.38% and -4.96% which were all within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. According to the investigation, the reported problem was caused by the pump expulsor being out of calibration. Investigator replace the pump expulsor and calibrated the device. The problem source of the reported problem is unknown.